Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut,the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress,there was blood on the distal conductor of the lead and it was not obstructed,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth,the overlay tubing of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated damage at implant. The analyst also noted: overlay and outer insulation cut at 10.5(likely explant damage) and 18cm(repaired area). At 18cm it appears that a repair was attempted(signs of medical adhesive visible), blood visible in distal conductor, a leak is suspect in repair area.

Event description:
Later, the lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).beginning (B)(6) 2016,ventricular sensing integrity counts up to 78. Non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. The device memory indicated the right ventricular lead integrity alert. Right ventricular (rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) for noise. During implant of another lead the rv lead was damaged and repaired by the physician. The lead remains in use and the patient will be monitored closely. Later the lead was explanted and replaced. No patient complications have been reported as a result of this event.